Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced due to noise. It was unknown if the noise was reproducible in the clinic. The patient was stable prior to, during and post-procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis of the lead found external insulation abrasion at 9.6 ¿ 9.8 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The patient is not pacemaker dependent. The episodes do not appear to be external noise. The patient was referred for consultation for lead extraction. The patient was stable.